Manufacturer narrative:
The conclusion code has been updated to code 67 from code 11. The force bipolar instrument has yet not returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if the instrument is returned or if additional information is received.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h4, h5, h8, h10, and h11. 61 - intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The force bipolar instrument was found to have a broken grip at the grip base. A piece approximately 0.073¿ x 0.329¿ was found broken off the grip tips, and was returned along with the instrument. It was noted the instrument had 1 life remaining. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction"" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted for additional information received. A review of the instrument log for the product associated with this event shows that the force bipolar instrument, part# 470405-06 lot# n10200121-0019, was last used on 06/07/2020 during an ovarian cystectomy on system# sk2251. The instrument had 1 life remaining. There was no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. It was noted the customer replaced the force bipolar instrument with force bipolar instrument part # 470405-06 lot# n10200127-0239 to continue the case. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported due to the following conclusion: during a davinci-assisted surgical procedure, a force bipolar instrument jaw broke, fell inside the patient, and was retrieved. Post-operative tests were taken to confirm no fragments were retained. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. Additionally, if the reported malfunction were to recur, it could cause or contribute to an adverse event. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 9 usage and, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted total ovarian cystectomy surgical procedure, an instrument broke inside the patient. The clinical sales representative (csr) informed the technical service engineer (tse) that one of the instrument jaws broke off, and to his knowledge, the surgeon was able to remove all of the instrument fragments, but was not 100% sure. The csr and operating room (or) director suspected that the instrument collided with another instrument on another arm, but were not 100% sure. It was noted the surgeon was completing the case as planned and there was no harm to the patient. The csr was not sure if the surgeon had plans to do a post-op image. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room director and obtained the following additional information: the or director confirmed the event date was on (B)(6) 2020 during an ovarian cystectomy procedure. It was stated the surgical technician inspected the force bipolar instrument (lot# n10200121-0019) prior to use. The operating room director informed he could not confirm if the force bipolar instrument collided with another instrument or accessory; however, they did notice the instrument arm was rotated at 180 degrees and appeared the surgeon was working backwards. When the fragment of the force bipolar instrument jaw fell inside the patient, the surgeon reportedly used a second force bipolar instrument and a laparoscopic instrument to remove the fragment. It was noted the instrument wrist was straightened prior to removal. The operating room director stated that the instrument was in use for about 1.5 minutes before the reported issue occurred. According to the operating room director, the surgeon stated the instrument stopped working and was unsure why the instrument jaw broke. After the procedure, x-rays were taken to ensure that no fragment was left behind. No video/image was available for review. The procedure was completed robotically with no patient injury or harm.